Event description:
Event description guidant received information that this implantable lead, which was implanted yesterday, displayed no capture in the right ventricle (rv). The lead was dislodged. A lead revision was scheduled, however the patient reported feeling diaphoretic and was having palpitations.